Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient had leg pain. The device was explanted in (B)(6) of 2015 due to the patient having leg pain. When the implantable neurostimulator (ins) was turned off, the pain improved. The ins alone was explanted by the managing hcp. The leg pain was first reported by the patient on (B)(6) 2015. The troubleshooting included a reprogramming of the ins and shutting the device off completely for extended periods of time. The cause was still unknown. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.